Event description:
It was reported that the patient presented in clinic on (B)(6) 2025 for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was dislodged during tether mode. When the rvlp was being recovered while it was still connected to the delivery catheter, the rvlp separated prematurely from the catheter, causing embolism, and the rvlp was sitting freely in the right ventricle. When the rvlp was being retrieved by the retrieval catheter, the catheter was loosed up to re-adjust the device for retrieval, but the rvlp slipped and migrated into the right atrium. Eventually, the rvlp was retrieved, not implanted, and an alternate near at hand was implanted successfully instead. The first delivery catheter used was then examined, where it was found that activation failure was exhibited. Patient condition was stable.

Manufacturer narrative:
The reported events of device dislodgment and premature separation were not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection noted the helix was compressed out of specification. The helix compressed is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment and further analysis performed found no anomaly.